Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. While the service personnel (sp) was servicing the 980 ventilator sp found unit did not pass the circuit pressure test portion of the short self test (sst) with message inspiratory auto zero solenoid did not operate. So, sp replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). Additionally, sp replaced the direct current (dc)-dc converter pcba as a preventative measure. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The dc-dc converter pcba was not returned to medtronic for analysis. One ifm pcba was returned to medtronic for analysis. A visual inspection of the returned ifm pcba was conducted, and no faults or damage were observed. The ifm pcba was installed in the test ventilator and powered up. During est, the ventilator failed the circuit pressure test with the "inspiratory auto zero solenoid not operational" message. Investigation determines if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the event was determined to be a faulty autozero solenoid (so1) on the ifm pcba. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during servicing, the 980 ventilator did not pass the circuit pressure test portion of the short self test (sst) with message inspiratory auto zero solenoid did not operate. There was no patient involved.